Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was not working right during surgery. There were no user or patient injury. It is unknown if medical intervention or surgical delay occurred. There was no additional information provided.